Event description:
It was reported that the patient underwent tympanoplasty on an unknown date and suture was used. Following the procedure, the patient developed an abscess and suture spitting from the closed incision. The suture was placed under the skin, but it is unknown if it was subcutaneous or subcuticular placement. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.